Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection and a pressure test was performed to the set and the results were satisfactory; all components were present, in the right position and complete. A leak was detected in the sample, in the y-body lock. The defect was confirmed; however, the cause of this condition was not identified. A batch review was performed and no deviations were found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of an anti-reflec set in which there was a pin hole leak of an unknown medication at an unknown location in the tubing discovered during patient-use. The patient, which was a female, initials unknown, is in good status; however she did lose an unspecified amount of blood; and a blood clot did form at the catheter line and the patient's body. This set was used with an unknown baxter pca pump. The set has been decontaminated and is ready to be sent in for an evaluation. No additional information is available.